Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 155 mg/dl customer was comparing to another device; meter to meter comparison results were not provided. The customer¿s expected am fasting blood glucose test result range is 80-120 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored according to specification (bathroom). The customer's test strips are expired: manufacturer¿s expiration date is 09/17/2022 and open vial date was not provided. The customer did have another vial of test strips that had been stored and handled correctly, lot zc5867s, manufacturer's expiration date of 04/30/2026. During the call, a blood test was performed by the customer non-fasting and produced test result of 142 mg/dl using true metrix meter. The meter memory was reviewed for previous test result history (time not set): result 1: 142mg/dl date: (B)(6) 2025 time: 12:22pm non-fasting am new lot # zc5867s result 2: 155mg/dl date: (B)(6) 2025 time: 12:08pm fasting am result 3: 83mg/dl date: (B)(6) 2025 time: 5:00pm fasting am result 4: 100 mg/dl date: (B)(6) 2025 time: 3:36am fasting am. Result 5: 162 mg/dl date: (B)(6) 2025 time: 1:20pm non-fasting pm.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-012: product expired. Note: manufacturer made several attempts to contact customer to ensure the initial concern has been resolved- unable to establish contact with customer